Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00257 thru 3012447612-2018-00266.

Event description:
It was reported that a pedicle screw construct at l5-s1 was found to have disassembled approximately 6 weeks after being installed. A revision surgery was performed wherein the construct was removed and replaced with a competitive construct. This is report two of ten for this event.

Manufacturer narrative:
The device was not returned, however, x-rays were provided and used for evaluation. Based on this evaluation, it appears that the closure top had not backed out as reported (two of the other closure tops in the construct had). Without product return, additional pictures or additional information, the complaint cannot be conclusively determined as not confirmed. The lot number is unknown so the manufacturing records were unable to be reviewed.